Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump touch screen was unresponsive. It was also reported that the pump was not delivering a bolus as intended. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.